Manufacturer narrative:
Follow-up # 1: date of submission: 04/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: during investigation, the pump powered up with auditory and vibrations to a blank screen. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. All of the pump¿s electrical current draws measured within specification. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.